Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had error code 571.6241. There was no information on patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** correction: unique device identifier (UDI)# updated device identifier (di) details and serial number is not available.

Event description:
It was reported that the device had error code 571.6241. There was no information on patient involvement.